Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that approximately a week after being implanted, this right atrial (ra) lead exhibited a suspended thresholds alert in latitude nxt. A chest x ray was obtained which revealed the ra lead had become dislodged and fell into the right ventricle. This patient underwent a revision procedure in which this ra lead was successfully repositioned and reattached. This ra lead remains in service. This patient will continue to be monitored. No additional adverse patient effects were reported.